Event description:
It was reported that 100 bd eclipse¿ injection needles were labeled incorrectly as "25g x1" when they were "25g x5/8". The following information was provided by the initial reporter: "our np was just giving a needle and noticed that a box of bd eclipse needles is incorrectly labeled. The cardboard box says 25g x 5/8 but the packaging on the individual needles says 25g x1 and the needles actually are 25g x5/8.".

Manufacturer narrative:
Investigation summary: three photos and ten samples were received by our quality team for evaluation. From the photos, the team observed that the catalog on the shelf label was 305759, the catalog on the topweb packaging was 305761. Therefore, the wrong topweb catalog of 305761 was used. The variable print containing the UDI number, manufacturing date, expiration date, and lot number were correct for the product shown in the photo. All ten samples were found with the wrong topweb where the catalog was indicated as 305761 instead of 305759. During the device history review, it was observed that during production, four pieces of topweb (catalog 305761) and two pieces of topweb (catalog 305761) was pasted. Regarding the two pieces of topweb (catalog 305761) nonconformance, the production technician was interviewed and confirmed that the correct topweb (catalog 305759) was used. The discrepancy was due to an incorrect method of topweb collection. CAPA 2835276 has been initiated. A project has been initiated to address this nonconformance, specifically how the production technician did not verify the top web information during inspection, the lack of detection of the top web by the vision system, and the lack of a designated area for return top web material. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd eclipse¿ injection needles were labeled incorrectly as "25g x1" when they were "25g x5/8". The following information was provided by the initial reporter: "our np was just giving a needle and noticed that a box of bd eclipse needles is incorrectly labeled. The cardboard box says 25g x 5/8 but the packaging on the individual needles says 25g x1 and the needles actually are 25g x5/8."